Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. The investigation is considered closed at this time. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock as a result of programming re-detection parameters. The patient's arrhythmia accelerated into the ventricular tachycardia (vt) zone which was maintained and then entered into re-detection once the program duration had timed out. Subsequently, no detection enhancements were applied. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. There were no reported adverse patient effects associated with this clinical observation.